Event description:
Premature deployment: it was reported that the doctor deployed the first few millimeters of the stent in the superior vena cava and proceeded to administer contrast media with a 10cc syringe to verify positioning via fluoroscopy. During the administration of contrast, the stent fully deployed and moved into the right atrium. The doctor used a 12 mm balloon to immediately capture the stent and move it to its original planned location. The doctor then placed a 16x40mm wallstent. The stent remains implanted in the superior vena cava and the patient is fine.